Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, it was found that the pedal was damaged. The procedure was not completed due to this event. There were no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, it was found that the pedal was damaged. The procedure was not completed due to this event. There were no patient complications.